Event description:
Boston scientific received information that this right ventricular lead displayed a jump in pace impedance measurements from around 500 ohms to around 1250 ohms. The lead also displayed noise in unipolar configuration. A lead fracture was suspected. The lead was reprogrammed to bipolar and will continue to be monitored. There were no adverse patient effects. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.